Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the battery cap could fully tighten on to the pump. The battery compartment was cracked. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump passed the leak test with evidence of moisture observed inside the battery compartment. The pump was opened and removed from the case and no evidence of moisture was found inside the pump. Unrelated to the initial complaint, the pump powered on to a dim and discolored display screen.